Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's doctor contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. Patient's doctor stated that the patient, who is a child, reacts with eczema where his glucose sensor is attached. Doctor stated it might be an irritative reaction, but it might also be an allergic reaction. Doctor stated that to confirm, they were planning a patch test. Additionally, it was found that the patient has a powerful positive cause allergic reaction against cyanoacrylate. No additional event or patient information was provided.